Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. Results of investigation: the reported "power pcb overheat" error was confirmed through the events log and not duplicated during functional check. The reported "motor fault" alarm was confirmed through the events log and duplicated during functional check. "Motor fault" alarm/ events will occur when the battery is near to being depleted as batteries can no longer supply the required voltage to components. The reported "the vela shut down every time our engineer tried to read more pages of events logs" problem was confirmed and duplicated. Development mode events log is intended for development purposes only and not for normal field operations.

Event description:
The customer reported while using the vela ventilator, the device was unable to power on. The customer reported the engineer received the call and went on-site. The customer reported being able to power on the vent, but there were also "power pcb overheat", and "motor fault" messages recorded in the event logs. Furthermore, the vela shut down every time our engineer tried to read more pages of events logs. The customer determined the most likely cause of the issue is the power printed circuit board (pcb) and main pcb assemblies. The customer reported there is no patient involvement associated with the event.